Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 2 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
A copy of the patient's op report was received. Per the report, this patient initially had this valve implanted for infective endocarditis. The patient did well and was discharged from the hospital but had symptoms of congestive heart failure (chf). However, the patient was recently admitted with chf symptoms. Echocardiogram showed significant aortic valve insufficiency compatible with perivalvular leak. There were no signs of active infection. His blood cultures were all negative. After explanting the valve, the tissue was reexamined. There was some inflammation or possible infection in the aortic root compatible with the area of pvl mainly in the left and right coronary sinuses. The rest of the aortic root seemed to be normal. Valve sutures were then placed from the ventricular to the aortic side of the aortic root. In the area that was matching the pvl, larger needles to pass deeper and more extensive tissue involvement to prevent any further pvl was utilized. The aortic area was then sized. The original valve was 23 mm; however, the patient's annulus would only accept a 21 mm [edwards] bioprosthetic valve. The valve was brought into the aortic annulus and the sutures were then tied without difficulty. The valve setting was then evaluated from inside and did not show any area of weakening or problems. Postop transesophageal echocardiogram showed no significant leak and good function of the bioprosthetic valve. The patient tolerated the procedure very well without any complication. Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, the device was originally placed for infective endocarditis. The op report documents that there was some inflammation or possible infection in the aortic root compatible with the area of pvl mainly in the left and right coronary sinuses during explantation of this valve. Although the root cause of this event cannot be conclusively determined, it appears that the patient's pvl was likely related to his previous infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No further actions are possible with the available information.